Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the farawave procedure, after the left inferior pulmonary vein lipv treatment, the wire got stuck when attempting to move the catheter and pull the wire. It is possible that the wire was advanced into the distal branch of the lipv. However, the wire did not appear to be stretched when it was removed based on fluoroscopy. Therefore, it was considered that it was not caught, but rather there might be an issue related to the catheter and the wire. The wire could not be moved at all when pushed and pulled, so it remained in a flower state. Therefore, it was returned to the undeployed state. The catheter was retracted into the sheath, and the wire was pulled, so it was decided to be released. A new device was used to complete the procedure. No patient complications occurred.